Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient injected in temples with 1ml per side juvéderm® ultra plus xc and is still experiencing "some pain and has some residual filler", "headache ". Treatment included tylenol , ibuprofen , dexamethasone, hylenex , gabapentin , warm compress, topical lido for pain relief. Additionally, patient informs that the pain ins impacting its quality of life. Symptoms not resolved.